Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported valve was not effective after implantation of trocar and was leaking during a surgery. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Three opened trocar cannula/hub assemblies in a small parts tray (smpt) within a bubble bag were received. The returned sample #2 was visually inspected and was found to be non-conforming with a cut septum. Leak testing could not be performed due to the damage of the sample. Samples #1 and #3 were visually inspected and were found to be conforming. Samples #1 and #3 were then functionally leak tested and were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for sample #2 is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. Samples #1 and #3 were visually and functionally conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. No action was taken on samples #1 and #3 due to the samples were visually and functionally conforming. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).